Event description:
It was reported that the right atrial lead exhibited high capture threshold. The lead had dislodged. The lead was explanted and replaced the patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: d3, g1 - report should have been submitted with a (B)(4) manufacturer reference number.